Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The method of bone preparation was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On 2/24/2022, it was reported by a sales representative via email that an ar-1318ft corkscrew suture anchor was off the inserter. The surgeon attempted to loaded it back on and was able to use it. Two more corkscrew suture anchor were open and the anchor was off the inserter. Surgeon loaded the anchor back on the inserter and the sutures broke off during insertion. The third corkscrew suture anchor that had been opened and the anchor was also off the inserter, surgeon decided not to use it, instead used a product from another manufacturer to complete the procedure. This was discovered during an ankle arthroscopy, medial and lateral ligaments repair procedure (B)(6) 2022.